Manufacturer narrative:
(B)(4). Explant date - this needs to be blank as this product was not removed during the revision procedure. Concomitant medical products: ref 00620205622 lot 61729020 tm shell 56mm, ref 00631005632 lot 61655223 longevity liner, ref 00801803202 lot 61738898 versys femoral head 32mm+0. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00814, 0001822565-2019-04772, 0002648920-2019-00818. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once theinvestigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported the patient was revised due to instability, pain, limp, recurrent dislocations, and elevated metal ion levels. During the revision procedure, extensive tissue damage, calcar erosion, and necrosis was noted with associated tendon tear. Corrosion was noted about the head and neck trunnion. The head and liner were exchanged without complication, and the tendon tear was repaired with a suture anchor. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting postop diagnosis of a failed right hip with instability, pain, limp, likely altr from cobalt toxicity with associated gluteus medius tendon tear/necrosis. Five recent dislocations were noted, 2 posterior and 3 anterior. Interval between medius and tfl quite scarred. Necrotic hip capsule noted, large amount of yellow fluid expressed. Large amount of denuded femoral calcar proximally. Characteristic black signs of corrosion on the neck were evident. The locking mechanism noted to be fixed and could not be moved. Shell was well-fixed and in good position with some loss of soft tissue and bone posterior superiorly. Marginally viable capsule left for repair, gluteus medius had been noted to be torn from the necrotic appearing bone on the greater trochanter near complete tear with viable muscle but marginally viable bone. DHR was reviewed and discrepancies were found. Additional information does not change root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This initial/ final report is being submitted to relay all available information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Further patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available